Event description:
Pt was implanted with a tfn, a blade and a screw after experiencing a ground fall. On an unknown date it was noted that the blade had migrated to the superior portion of the femoral head. The pt was returned to the operating room for removal of the hardware and revision to a total hip on an unknown date. The implants were sent to pathology at the account. This is two of two reports for this event.

Manufacturer narrative:
A review of the raw material device history record revealed this lot met all specifications. A review of the device history record revealed no complaint related anomalies. The investigation could not be completed, no conclusion could be drawn, as no product was received.